Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2022, a 25mm portico valve was chosen for implant. The starting implant depth was 2mm below native annulus, and the final deployment depth was almost 1mm. Due to severe calcification of native annulus, the valve was displaced and migrated towards the ascending aorta, 30mm beyond native annulus. Because of this, a second 25mm portico valve was implanted in a valve in valve procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient was reported as stable.

Manufacturer narrative:
An event of valve migration after deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution and deployment or retraction difficulties. Information from field indicated that there was severe calcification present in the native annulus and that the final implant depth was almost 1 mm. Additional information indicated that the valve was snared and a valve in valve procedure was performed. Based on the information received, the cause of the reported incident could not be conclusively determined but could be due to a combination of annular calcium distribution and valve final implant depth. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.).

Event description:
N/a.